Manufacturer narrative:
The device was returned to livanova (B)(4) for investigation and repair. During the investigaton the reported issue could be confirmed. The device showed a physical damage on the front panel, caused by an external force. Furthermore the mass flow controller and the measurement bridges were defective and had to be replaced. It is most likely that the physical damage caused the leak in the co2 system and the defective components which could be identified as root cause of the reported issue. The defective components were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to the customer.

Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been returned to livanova (B)(4) for evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the customer suspects that the s5 gas blender system has an internal leak within the co2 system due to high replacement frequency of the co2 cylinders. The device has been removed from service until the leak can be confirmed. There was no report of patient injury.